Event description:
Trach tube was placed and difficulty was allegedly encountered ventilating the pt. Using a bronchoscope, the clinician reportedly saw pt tissue at or near the tip of the tube. The clinician stated that he had or may have intubated the right mainstem bronchus. There was no reported pt injury as a result of this event.